Event description:
Pre patellar bursitis was reported by the site on a complication form dated (B) (6) 2005. Circumstances surrounding onset of the complication were described as "sore knee at patella." The severity was listed as "moderate" and the relation to device as "uncertain." The event was treated with ice on (B) (6) 2004, and remained unresolved as of (B) (6) 2005.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available, a supplemental report will be issued.